Manufacturer narrative:
Lead: model 3889-28, lot# v082511, implanted: 2008 (B)(6), explanted: unknown. Extension: model 3095-10, serial# (B)(4), implanted: 2008 (B)(6), explanted: unknown. Programmer: model 3037, serial# (B)(4).

Event description:
It was reported that the patient was implanted in 2008, and was now having problems. The patient stated that "all leads were not working". The patient stated that she was going to have a new implant done, and the old one removed. The date of the planned replacement was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3004209178-2012-00741. Additional review indicated the correct manufacturing site was site # (B)(4). Lead: model unknown, lot# unknown, implanted: unknown, explanted: unknown. Programmer: model unknown, serial# unknown.